Event description:
A malfunction alarm was reported with a malfunction code of malf 9, which was resolved by resetting the pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was able to reset the pump with the assistance of technical support and was advised to continue using the pump; they were instructed to call back if the malfunction code recurred, which it did not.